Manufacturer narrative:
The manufacturer's representative performed an on-site investigation. An interconnect cable was ordered. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the 9600 system's interconnect cable's insulation was broken. No patient injury was reported.